Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that everything is normal following the replacement of the extension, but no printouts were provided. The patient was receiving therapy.

Manufacturer narrative:
The main component of the system, other applicable components are: product I: 3389s-40, lot# va0juve, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was not experiencing adequate therapy and tremor suppression. An impedance test was performed and resulted in high impedances on all monopolar and bipolar contacts. The patient was brought into the operating room and an incision was made at the lead/extension connector side and a twist lock cable was used to test the impedances on the lead. The impedances were found to be caused by the lead. There are plans to schedule the patient for a revision surgery to replace the lead at a later date. It is unknown when the issues began occurring.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID :3389s-40, lot# va0juve, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was also implanted with new extensions and the impedances normalized. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.